Manufacturer narrative:
Patient weight is not available. A medtronic representative inspected the imaging system on-site. It was found that when trying to access the system hard drive there were long pauses, up to five minutes. The log files showed several database and frame grab errors. The mvs computer was replaced and all configuration files were reloaded. A full imaging system check-out was completed after part replacement and full system functionality was confirmed. The replaced computer has been returned for evaluation, although analysis is not yet complete.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system displayed an error message. The message stated that the mobile viewing system (mvs) computer was corrupted, and a reboot was required. This caused the system to function very slowly and only one action could be performed at a time. The procedure was completed successfully with the imaging system after a delay of less than one hour. No additional details were provided.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Medtronic investigation of returned suspect computer found the computer was running slow. During bench testing, the computer passed virus scan, time/date check, cmos battery check, and the os and application loaded without issue. It was noted that the computer does run very slow. After clearing the system logs in bios, the computer did not run at expected speed. The computer was installed in the imaging test system and found the system exhibited lag and at times, would not ready. Performed raid and reloaded 3.2 software, and the computer now functions as expected. Two dimensional and 3d imaging, store, and database access are all achieved in a timely manner. The reported event was confirmed to be caused by corrupt os. As previously reported, the computer was replaced to resolve the issue.